Event description:
During a thoracotomy procedure to remove a lung nodule and a subsequent wedge resection, an autosuture endo gia stapler was used. The handle did not function properly as the trigger would not engage. A second stapler was opened and used without difficulty. Unit was sent to MFR for evaluation.